Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump does not behave normally after battery changes. The patient's blood glucose at the time of incident was 185 mg/dl. The caller also mentioned that two minutes after every bolus, the insulin pump would take the blood glucose value on its own and then deliver another bolus. Troubleshooting occurred during a prior call, and the caller declined further troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The device was monitored and no bolus anomaly noted. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.